Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, the lens had a damaged haptic. Additional information has been requested and received stated that the surgeon believed that handpiece/injector caused the issue to the lens. No further information available. Additional information has been received stated that the issue with the lens was noticed during surgery; procedure was complete the same day and there was no harm to the patient. Lens remained in the eye only. It was also stated that that quality of the lens did not contribute to the event indicating the plunger on the injector severed the haptic off during insertion. There are four medical device reports. This report is associated with the left eye.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).